Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging a display issue with her onetouch ultrasmart meter. The patient claimed the bottom half of the display was missing. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged display issue began in (B)(6) 2010. The patient informed the mss that she tests 4-5 times a day and manages her diabetes with novolog (based on a sliding scale) and levemir (set dose taken at bedtime). The patient claimed despite the alleged issue she would continue to test with the subject meter and would guess what the reading was based on the digits that appeared on top half of display. The patient would then administer her novolog insulin based on the result she believed she obtained. On (B)(6) 2010, after the alleged display issue began, the patient claimed she began to feel shaky. In response to the symptom she went to the emergency room. The patient claimed her blood glucose was "69 mg/dl" when tested with the hospital meter and was reportedly given something "sweet" to drink. The patient confirmed feeling better afterwards. At the time of troubleshooting, the patient denied any trauma or misuse to the subject meter. The alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient claims she was treated for hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
The 510(k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.